Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the left femoral artery. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left femoral artery. The 6.0x61mm epic stent system was advanced to the lesion and deployed without issue. After the stent was deployed, the physician observed the stent was "kinked". The stent was surgically removed the same day. Treatment of the original lesion was not completed and the patient will not be rescheduled. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the left femoral artery. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left femoral artery. The 6.0x61mm epic stent system was advanced to the lesion and deployed without issue. After the stent was deployed, the physician observed the stent was "kinked". The stent was surgically removed the same day. Treatment of the original lesion was not completed and the patient will not be rescheduled. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed only the stent was received. The stent was fully expanded. Dried blood was present and struts on the distal end were noted to be bent. There was no evidence of any product quality deficiencies contributing to the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).